Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2017 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment at the threads on the side. The returned battery cap was undamaged and secured to the pump. The pump powered on with auditory and vibratory alarms functioning. The pump was exercised for 24 hours with no power interruption occurred during the investigation. The pump¿s cover was removed, and no intermittent condition was found to the printed circuit board. The complaint of no power was not duplicated during investigation. Unrelated to the complaint, a cold solder connection on transceiver board was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).